Event description:
On (B)(6) 2012, the reporter contacted animas and reported that the up arrow was unresponsive on (B)(6) 2012 and was intermittently unresponsive on (B)(6) 2012. The patient reportedly wore the pump on a belt clip and did not clean the pump. The reporter denied that the pump was exposed to moisture or trauma. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the contrast and up arrow keypad contacts. (B)(4)